Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level as well as no delivery alarms. Customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer was treated with injections. Troubleshooting was declined for high blood glucose level and no delivery alarms. Customer was advised the insulin pump will need to be replaced and to retrieve and save insulin pump settings and to revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery/occlusion alarm noted.